Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
South korea. Allegedly, a patient's progress ultrasound was performed. A right implant rupture was identified in the right breast (sn: (B)(6). A revision surgery was performed.